Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 425cc saline breast prosthesis, cat. #3501670, serial #6521091-061. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
On 05/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturers reference number: (B)(4).